Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) emitted a loud beep and then spontaneously restarted on its own. The unit seemed to be working fine after the restart, but was swapped out with a consignment unit while they cleaned out the cpu fan, which resolved the issue. There was no patient harm reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) emitted a loud beep and then spontaneously restarted on its own.